Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after using the device three times during a laparoscopic bilateral oophorectomy, the device knife disengaged and fell into the pt cavity. The piece was retrieved. The surgeon opened another device and successfully completed the procedure. There was no pt injury reported.